Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
"Ill fit, no details were provided. On 10/21/2024: "my issue here is not that the aligners are not clicking into place, it's that the bottom tray does not match the bottom set of teeth. I assume that my teeth should have shifted and gotten straighter now to."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.